Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was found unresponsive the morning of (B)(6) 2022. Compressions were started a 4:45am. Multiple low flow alarms were seen during the time of the code from 44:45am to 5:30 am. The patient regained a pulse after norepinephrine, epinephrine, and dobutamine were administered. A computed tomography (CT) scan was performed and did not show evidence of a stroke or bleed. Log file review confirmed the low flow alarms starting at 4:35 am and continuing until 5:06 am with flow as low as 0.7 liters per minute (lpm). An additional string of low flow events began at 5:18 am and which continued until 5:36 am with flow noted as low as 0 lpm. Flow recovered back into the 3lpm range after these events with a few intermittent low flow events noted. Pump mlp-015239 and a modular cable were returned to abbott. Additional information was received on 21apr2022 that the patient suffered cardiac arrest in the field, was brought in and briefly resuscitated. The patient never regained consciousness and subsequently expired after inotropes and ventilator support was withdrawn. The device operated as expected up until the time of death when inotropes were discontinued. The pump operated normally but low flow alarms began when the patient went asystolic. No cause for the code as determined, prompting pump explant during autopsy to analyze for any possible malfunction or thrombus.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events and patient outcome could not be conclusively determined through this evaluation. Additionally, review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these events could not be determined through this evaluation. Additionally, hm3 lvas, serial number (B)(6), was returned assembled with the pump cable severed approximately 11¿¿ and 23¿¿ from the pump header. The distal portions of the pump cable were retuned with the pump cable inline connector returned attached to the modular cable. Approximately 1¿¿ of the sealed outflow graft was returned attached to the pump outlet port, with the sealed outflow graft bend relief engaged to the graft hardware. The outflow graft clip was returned properly seated over the sealed outflow graft hardware. Approximately 9¿¿ of the distal portion of the sealed outflow graft; and approximately 3¿¿ of the distal portion of the sealed outflow graft bend relief had been returned. Additional bend relief material appeared to have been cut, overlapped, and sutured onto the original bend relief. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the textured, blood-contacting surfaces revealed coagulated, post-explant blood, but no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue during support. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted controller event log file contained data from 04apr2022 through 06apr2022. Intermittent and sustained low flow alarms were captured throughout the file, with the longest alarm lasting approximately 32 minutes and 06 seconds. These events appeared consistent with the report of the patient experiencing cardiac arrest. No other notable events were captured. The pump appeared to function as intended at the set speed. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 of the IFU, ¿alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 of the IFU, ¿equipment storage and care¿, states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, ¿living with the heartmate iii¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15feb2019. No further information was provided. The manufacturer is closing the file on this event.